Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the previous implantable neurostimulator (ins) was replaced on (B)(6) 2017 due to normal battery depletion. The new ins was deeper than the previous ins had been. The previous ins had been just below the surface of the skin and the current ins was reported to be too deep. Since implant of the new ins on (B)(6) 2017, the patient had difficulty with recharge coupling. They could rarely get 4 of 8 coupling bars shaded at best and the ins charge level seemed to be stuck at ½ charge. The ins site was still tender from the replacement surgery but it did not seem to be swollen. An antenna locate feature was performed during the call and resulted in 54-60 without any coupling bars shaded. The patient reported that the recharging equipment did not seem to be damaged. The patient was redirected to their hcp for the coupling difficulty, long recharge durations, and ins site tenderness. No further complications were reported. Additional information was received from the patient. It was reported that they had spoken with a manufacturer representative (rep) to do additional troubleshooting. They stated the rep thought the issue was with the antenna. A replacement ins recharger (insr) was sent due to the coupling issues. No further complications were reported/expected. Additional information received from the patient reported that the replacement recharging equipment did not resolve the issue and that it is taking them about 18 hours to charge full with 2 coupling bars. An appointment was scheduled for (B)(6) 2017 for an x-ray to determined if the ins was flipped. The patient believed the ins was upside down or positioned wrong. Additional follow-up was conducted.